Manufacturer narrative:
G4: 20may2020. B4: 21may2020. The central processing unit was returned to failure investigation (fi) for analysis. Fi ran several test. Installed the returned cpu assembly into known good test ventilator unit. Boot unit in normal operation mode and checked for alarms and errors. Customer complaint was verified submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20may2020. B4: 31mar2021. During evaluation, the customer's complaint was verified. The root cause was found to be failure of ic u42. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06feb2020.

Event description:
The customer reported no display, and only beeps when turned on. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported no display, only beeps when turned on issue, and device would not go into service mode. The customer confirms (ac) alternating current power and battery lights are functional on power switch overlay. The fse provided part numbers for (cpu) central processing unit, and (pm) power management board. The pm board did not solve the issue, but the cpu did fix the issue. The manufacturer¿s field service engineer (fse) replaced the cpu to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.